Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in to report hospitalization because of a high blood glucose. The blood glucose reading was 470 mg/dl. Customer unable to read the display. Customer diagnosed with high blood glucose and low sodium. The insulin pump has missing segments in the display. Advised customer to revert to back up device. Nothing further reported.